Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and historically high thresholds. It was also reported that the rv lead exhibited short ventricle-ventricle (v-v) intervals and low sensing. The leads remain in use. No further patient complications have been reported as a result of this event.